Event description:
Patient with severe degenerative disease of the spine underwent an anterior retroperitoneal approach to l3-s1 for a spinal fusion. Patient was readmitted approximately one month later with left ureteral injury and urinoma. Patient required referral to another health care facility for repair of the left ureter injury and follow-up care.